Event description:
It was reported by service report that the seat would not hold weight, due to the seat assembly being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.